Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported that the patient felt that where the pump was currently located it was uncomfortable. The pump was being revised from the back to the front of the patient¿s body today (B)(6) 2018. No further complications were reported or anticipated.